Event description:
The facility reported that when the surgeon was inserting and positioning the iol the trailing haptic caught the ring and pulled it posteriorly into the sulcus. The surgeon chose to leave the ring in place and did not remove it from the eye.

Manufacturer narrative:
The advice to the facility was to remove the ring from the eye. One day post-op the pt examination was unremarkable and the surgeon was not sure of the location of the ring and the pt was referred to a retinal doctor. The surgeon indicated that due to the pt's medical history and ongoing medical outlook that the risk of removing the ring was not something that he wished to pursue.